Event description:
On (B)(6) 2012, the pt reported that the down button has intermittently not been responding since (B)(6) 2011. The pt has to press hard to get the buttons to respond. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.